Event description:
A report was received that a pt will be having lead revision surgery. The pt was having pain at the location of the device. The pt had a fluoroscopy taken and it showed that there was a loop in her leads, that is getting caught on her spinous process and pulling it.